Event description:
Healthcare professional reported injecting a patient with 1cc of juvéderm® volux¿ in the chin and jawline, 1 cc of juvéderm® voluma¿ with lidocaine in the chin and cheek, and 1 cc of juvéderm® volbella¿ with lidocaine in the periorbital area. Approximately 6 months later, the patient experienced ¿large hard nodules causing severe inflammation¿, also reported as, ¿inflammatory reaction at injection sites and hard nodules¿ in the ¿oval chin dark circles¿ and ¿mandibular angle and jaw. The patient was treated with solupred and dalacins. The event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03404 (allergan complaint (B)(4)). This MDR is being submitted for the second suspected product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.